Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11 investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of allergic reaction, itching, rash was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block h6: patient code and impact code.

Event description:
It was reported the patient had their neurostimulator moved from the right side of their body to the left. The patient does not remember the exact date of when the surgery took place, and the therapy support specialist did not have this information until the patient told them. The reason for the repositioning of the neurostimulator was the patient lost weight. Afterwards, the patient complained of itchiness and a bump or hive around their neurostimulator site. It happens randomly and they use an over-the-counter cortisone cream, and it helps make it go away. The patient discussed this with their primary care provider (pcp), and the pcp did not think it was a concern. The patient said the same itching concern also happened after they had their device repositioned. There was no further information other than what the patient told the therapy support specialist. The therapy support specialist called the patient for an update, but the patient has not followed up.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had their neurostimulator moved from the right side of their body to the left. The patient does not remember the exact date of when the surgery took place, and the therapy support specialist did not have this information until the patient told them. The reason for the repositioning of the neurostimulator was the patient lost weight. Afterwards, the patient complained of itchiness and a bump or hive around their neurostimulator site. It happens randomly and they use an over-the-counter cortisone cream, and it helps make it go away. The patient discussed this with their primary care provider (pcp), and the pcp did not think it was a concern. The patient said the same itching concern also happened after they had their device repositioned. There was no further information other than what the patient told the therapy support specialist. The therapy support specialist called the patient for an update, but the patient has not followed up.